Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked from the outer ring of the luer valve. The issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address, phone no.: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs, one (1) video and a companion sample were provided for evaluation. A visual inspection was performed to the photograph and the video using the naked eye which revealed a leak in the gland of the y-site clearlink. Due to the nature of the sample, no further tests were performed. A visual inspection of the companion sample was done which did not identify any abnormalities that could have contributed to the reported condition. A pressure test, clear passage under water test, priming test, functional test, and a simulated use test were performed on the companion sample and the results were all satisfactory. Therefore, the reported condition was verified in the photo and the video, however, not verified in the companion sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.